Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. The product was not returned so no physical analysis could be performed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during photo-selective vaporization of the prostate (pvp) procedure, the laser was observed to be exiting from the tip of the fiber. The fiber tip was reported to be intact and there was no console courtesy message displayed. The procedure was completed with a second fiber without clinical consequences to the patient.